Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during podiatric procedure, while suturing, the thread broke. They kept suturing to complete the case. There was no patient injury.